Event description:
It was reported that the patient was "very upset" post-operation that she had a rechargeable system implanted, after "she had made it very clear to everyone that she want a non-rechargeable system." It was stated that the battery placement was such that she had "difficulty reaching the battery to program it, and recharging was extremely difficult for her." It was also stated that the patient averaged "2 bars and charging time was only 0.3 hours, despite hours of trying." The patient's healthcare provider stated that he wanted her to heal for about 4 weeks and then he will reposition and possibly replace her ins with a non-rechargeable one. It was reported that the patient was getting effective therapy with both scs systems. Reportedly the patient had some swelling and bandages in place. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was further reported that the physician replaced the rechargeable system with a "permanent" system, per the patient's request. There were no abnormal impedances. The patient was hospitalized for the event. No injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).